Event description:
As reported via legal documentation, this patient right knee replacement on (B)(6) 2012. He had right knee revision on (B)(6) 2017. Approximately, 4 years 9 months after their initial replacement surgery. Postoperative diagnosis: fractured polyethylene failure with polyethylene debris resulting in severe synovitis. Loose femoral component was present. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 2080808 02-010-03-0330 - logic cr femoral cem, right, sz 3. 2404112 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. Aa5147 1510-s - cemex system fast 70 gm. 2312666 200-02-32 - three peg patella 32mm. 126663 620-00-02 - platelet rich plasma kit with spray tips. A0207191213 620-11-02 - accelerate conc. Sys rep by 620-12-02. Aa5560 asa0030 - sterile disposable containers.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, fracture, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.